Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient experienced elevated blood glucose levels (400 mg/dl) with blurry vision and lethargy. The reporter indicated that they noticed insulin leaking from the connection of the cartridge and infusion set. The reporter indicated that there may have also been a leak from the tubing. This report is being made based on the indication that the patient experienced elevated blood glucose levels potentially related to an insulin leak between the cartridge and infusion set.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed; there were no leaks found from the luer connection, o-rings, or any other area of the cartridge. The cartridge passed fill and force testing. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.